Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further described as "dialysis fluid leaking from cassette." This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed, and no leak was observed. Functional self-test and priming tests were performed and no issues were observed. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.